Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. From the time of admission, the condition was severe, and the patient expired without recovery of cardiac function. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2024-20567. E4 should have been left blank on the initial manufacturer device report number 1220648-2024-20567 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report 1220648-2024-20567 in accordance with updated procedures. H6 investigation conclusions code 11 was erroneously entered on the initial manufacturer device report number 1220648-2024-20567.